Manufacturer narrative:
Product ID 3389s-40, lot# va0phqn, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension (B)(4).

Event description:
It was reported that the patient had had a noise, a loud buzzing in his head since 2-3 days post lead implant and prior to the implantable neurostimulator (ins) implant. The noise had not changed regardless of whether stimulation was on or off or with different programming of electrodes. The noise in the patient¿s head was daily and constant and was sometimes louder than other times. The loud constant buzzing was in the patient¿s head at the lead location. The patient had required medical intervention in the form of medication to treat the buzzing noise in his head. The medications were prescribed by his neurologist. Reprogramming was required. There was no alleged product issue. Diagnostic testing and troubleshooting had included impedance testing, reprogramming and a computerized tomography (CT) scan. No outcome was provided, further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Event description:
It was later reported that the patient was seen in the neurologist¿s office for a follow up. The buzzing noise in the patient¿s head seemed louder than the last visit in february prior to the date of this report. The patient felt he was also off balance when stimulation was on. The healthcare professional had recommended turning stimulation off until the patient¿s next visit and had had a discussion about overall mental health and medications. It was recommended that the patient see a mental health specialist.

Manufacturer narrative:
Product ID 3389s-40, lot# va0phqn, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).